Manufacturer narrative:
The electrode serial numbers were not provided.

Event description:
The initial reporter received questionable potassium electrode and ise indirect na-k-cl for gen.2 electrode results from one patient sample tested on the cobas 8000 ise 1800 module. Potassium the initial result from the module was 5.4 mmol/l. The repeat result from another module was 4.3 mmol/l. Chloride the initial result from the module was 139 mmol/l. The repeat result from another module was 107 mmol/l. The reporter questioned the initial results and did not report them outside the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace contained an "abnormal aspiration (sample probe)" alarm. This alarm indicates possible poor sample quality. The field service engineer inspected the module and determined that abnormal aspirations of the sample probe caused the event. He cleaned the sample probe and dilution vessel, and inspected the syringe seal and sample probe adjustment location. He verified the module's performance with ion-selective electrode checks, qcs, and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.